Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare wire loop failure to cut. Block h11: investigation result: based on the event description and customer information, there isn't enough evidence to determine if the loop failure to cut was due to the physician's technique or a device malfunction. Therefore, "cause not established" is the most probable cause. Without proper device evaluation, the exact cause remains unknown. The product record review did not identify any product quality issues or new patient harm. Thus, the most probable cause is "cause not established," and no further escalation is required.

Event description:
It was reported to boston scientific corporation that a captivator cold device was used in a colonoscopy procedure performed on (B)(6) 2025. During the procedure, snare would not cut as it normally. The procedure was completed with another captivator cold. There were no patient complications reported as a result of this event.